Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding loosening involving a tritanium shell was reported. The event was confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. However, the clinician noted that the x-ray shows the shell protruded into medial wall. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as examination of explanted components, primary post-op x-rays and evidence of clinical situation resulting from the femoral component are needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that patient was revised on a rejuvenate left hip due to pain and loosened cup.

Event description:
It was reported that patient was revised on a rejuvenate left hip due to pain and loosened cup.